Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer replaced the drawer controller and reassigned the IV bags from drawer 4.2 to drawer 5 to resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer was not detected on bus. The customer reported that the drawer was able to restart but unable to work. The customer stated that this malfunction occurred when trying to access medications to the patient and the user managed to get medication from the pharmacy. There were no adverse events or injuries reported based on this incident.